Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was not treated with antibiotics. The outcome of the peritonitis event was unknown. Action taken with pd therapy was not reported. No additional information is available.